Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer reloaded the cartridge and resumed insulin delivery before the check could be completed. There was no adverse impact to customer¿s blood glucose level.